Event description:
Country of complaint: (B)(6). Patient sustained burns, second degree level, on the lip.

Manufacturer narrative:
Evaluation: the investigation of the product; visually revealed good cosmetic condition of the handpiece. The functional check confirmed that a tool can be adapted and the tool locking mechanism is functioning correctly. However, during functional check, an unusual high running noise was noted and the handpiece displayed an unusual (increased) warming. For further analysis, the handpiece was disassembled. The ball bearing in the tip of the handpiece is broken. Inside the housing, there are strong signs of abrasion visible which are located at several components of the handpiece. Especially the other ball bearings inside the handpiece show abrasion signs which negatively influences their function and causes more friction during run. Due to the kind of abrasion, it is very likely that the handpiece experienced a suboptimal processing / maintenance (none or too little lubrication). Furthermore, the broken ball bearing in the tip increases friction during usage and is most likely a consequence of too high lateral forces during usage. This increases the load to this ball bearing (depending on the duration and force, but also on used e.g. Worn tool) and as a final consequence, the ball bearing can break. The abrasion located at the other ball bearings increases running friction and provokes warming and running noise (also depending on rpm, duration, load etc.). The investigation did not show indications for an assembly or manufacturing failure.